Event description:
It was reported the implantable cardioverter defibrillator (ICD) was undersensing premature ventricular contractions (pvc). Programming changes were discussed; no changes or interventions were reported. There were no patient consequences.

Event description:
New information noted the implantable cardioverter defibrillator (ICD) was explanted. The patient condition was unknown. No further information was reported on this event.

Manufacturer narrative:
The reported event of undersensing was confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Undersensing was confirmed by technical services, however, the device behaved according to its programming. Undersensing could not be reproduced in the lab and no device malfunction was found. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.